Manufacturer narrative:
Device was received and evaluated. Device inspection found forceps channel air leak. The customer reported issue was able to be reproduced. Furthermore, device inspection found coating peeling on insertion section. A- rubber adhesive (bending section) was found chipped. Bending section crushed, eyepiece index has peeling. Eyepiece has scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for forceps channel defects. There is no patient involvement on this event. Device return evaluation found coating peeling on the insertion section. This report is being submitted for coating peeling on the insertion section.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the coating was peeled off by mechanical stress such as friction, or by chemical attack due to use of unrecommended chemical solutions. Olympus will continue to monitor field performance for this device.